Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right ventricular (rv) channel. The noise was consistent with the minute ventilation signal and led to over two seconds of pacing inhibition. The patient's intrinsic rhythm prevented the patient from being symptomatic. Boston scientific technical services (ts) reviewed data from the implanted device and confirmed that the minute ventilation signal was likely oversensed due to a high impedance condition. Testing was recommended to confirm system integrity. The minute ventilation signal was programmed off and this pacemaker remains in service. The make of the rv lead is unknown. No adverse patient effects were reported.